Event description:
It was reported that the pt had thigh pain and during examination, it was determined the femoral component (clp stem) was loose and possibly undersized originally. A clp revision stem was implanted using a larger size, along with a new head/sleeve.